Manufacturer narrative:
(B)(4). Report source: foreign: (B)(6). Visual examination of the returned product identified the device was returned with the needle tip fractured. Both anchors are still in the tip as seen in the photo marked both anchors. Item and lot numbers are not confirmed as they are not etched on the part. The device is confirmed to have not been cycled as seen in the photo marked tube pusher assy. The fracture site and type is consistent with juggerstitch mensical repair device curved needle insert fracture in which bending overload type of failure was identified. Device history record was reviewed and no discrepancies were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the anchor of jugger stitch pulled out during surgery. The returned product was found to be fractured. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). Report source: foreign: (B)(6). Visual examination of the returned product identified the device was returned with the needle tip fractured. Both anchors are still in the tip as seen in the photo marked both anchors. Item and lot numbers are not confirmed as they are not etched on the part. The device is confirmed to have not been cycled as seen in the photo marked tube pusher assy. The fracture site and type is consistent with juggerstitch mensical repair device curved needle insert fracture in which bending overload type of failure was identified. Device history record was reviewed and no discrepancies were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the anchor of jugger stitch pulled out during surgery. The returned product was found to be fractured. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable.